Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline power fault alarms could not conclusively be determined through this evaluation as no product was returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The patient had further driveline power fault alarms (related manufacturer report number 2916596-2020-04877). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 10jun2019. The heartmate 3 lvas instructions for use (IFU) and patient handbook documents explain all system alarms and the recommended actions associated with them. In addition, these documents contain information on how to clean and care for the driveline. The patient handbook also lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's device presented with a driveline power fault alarm on (B)(6) 2020 while on vacation. The patient performed a controller exchange from their primary system controller (serial number (B)(4)) to their backup controller, despite normal device parameters. On (B)(6) 2020, controller (B)(4) was discarded, and ruled out as the root cause of the issue.